Event description:
Pt's port was accessed with a surecan safety huber needle for continous ambulatory 5-fu infusion. In the early hours of the next day pt awoke from sleep and noticed blood on their clothing. Pt noticed that the blood was dripping from the port needle extension set which had separated between the black male end and the clear tubing. Pt pinched off tubing to prevent further blood loss and called nurse who went to pt's home to replaced port needle access. Used with sims-deltec prism 6100 ambulatory pump for continous infusion of 5-fluorouracil.